Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. There was no adverse impact to customer's blood glucose. Customer consulted with health care provider regarding backup therapy.

Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2021-143415. The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2021-143415.